Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosis at the ostium of the proximal left anterior descending artery (lad). The lesion was pre-dilated with a 2.0 x 10 mm semi-compliant balloon at 10 atmospheres (atm) and it was decided to stent the lesion with a xience prime 2.75 x 38 mm stent. However, the stent failed to cross the lesion, even after multiple tries, and the proximal shaft became separated. The procedure was completed with another xience prime stent . There was no adverse patient effect. There was no reported clinically significant delay of procedure. No additional information was provided.